Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with right ventricular (rv) lead erosion and pocket infection. The lead has a history of discoloration with a small abrasion. The implantable cardioverter defibrillator (ICD) system was revised and both the implantable cardioverter defibrillator (ICD) and the lead remain in use. No further patient complications have been reported as a result of this event.